Manufacturer narrative:
The customer called back and ultimately decided to proceed with repair of the device. The unit underwent service and preventive actions due to an electrical power-related concern. During inspection, the power cord was evaluated for a reported or suspected discontinuity; however, no actual disconnection or break in the power cord was confirmed during testing. As a preventive measure to mitigate potential recurrence, the power cord and power supply were replaced. The device software version was confirmed as 3.20. Following the repair, cleaning, functional testing, and performance verification were completed successfully, and the device was returned to service. The investigation concluded that no further action is required at this time. If additional information becomes available, the complaint file may be reopened.

Manufacturer narrative:
H10: e1. (B)(6) hospital (B)(6).

Event description:
Philips received a complaint from a hospital mechanical engineer (me) regarding a v60 ventilator, indicating during routine device checks it was observed that there was a possible power cord disconnection. An alarm was reported during the event with the name ¿running on internal battery.¿ the device kept operating when the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. The hospital me requested a replacement, and the sales representative is scheduled to replace the device. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) has assessed the device identifying that there is no disconnection of the power cord that was confirmed by investigation. As recurrence preventive action, the power cord needs to be replaced. However, no repairs were completed as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.